Event description:
It was reported that the mini trek was advanced to the calcified lesion in the left anterior descending coronary artery for pre-dilatation with no resistance felt. During the first inflation attempt, the balloon would not inflate at all. The device was removed without difficulty. After removal, a crack was observed near the hub. Another mini trek was successful, using the same indeflator, and there was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the catheter noted blood visible on the balloon and shaft and contrast in the hub, consistent with preparation and the catheter being advanced into the patient anatomy. The balloon was tightly folded. There was a crack in the hub, in the length of 1.5cm. There was no other damage noted to the balloon catheter. A new indeflator filled with water was used in attempt to inflate the balloon to the rated burst pressure of 14 atmospheres, when it was observed that fluid was coming out from crack in the hub, confirming the reported information. Factors that can contribute to hub damage and/or loose connections include, but are not limited to, manufacturing, cracks, obstructions, or damage to the indeflator. To help ensure this issue is not the result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. There was no leak or crack noted to the hub during the inspection prior to use or during preparation for use, which suggests the hub was not initially damaged. It is likely that the hub was over torqued during handling at the account during connection of the inflation device. Based on the lot history record review and query of similar incidents for this lot, there is no indication of a product quality deficiency. All dilatation catheters are subjected to a visual inspection and a quality control audit inspection is used to verify the product quality.